Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision to address a lead dislodgement. The dislodgement resulted in wide qrs oversensing and inappropriate high voltage (hv) therapy. The rv lead dislodgement was confirmed via chest x-ray. The rv lead was explanted and replaced since the lead screw failed to extend upon repositioning. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were over sensing, inappropriate shock, lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported event of over sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.